Event description:
It was reported that a power-on-reset (por) condition was noted twice upon interrogation prior to implant while the implantable neurostimulator (ins) was still in the box. No por code was recalled. The device was going to be returned for analysis.

Manufacturer narrative:
(B) (4).